Manufacturer narrative:
One device was returned for analysis. Functional and visual tests were performed, and the reported issue was duplicated. The cause of the reported issue was a microprocessor damaged board. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was confirmed that the device had an error code 1250 and 1260. The device also had a ripped rear top label and missing battery door. The event occurred during testing.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.